Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during intra ocular lens implantation surgery, an ophthalmic suture needle was not sharp. The needle was replaced and procedure was completed on the same day. The patient impact was not provided. Additional information has been requested but is not available at the time of this report.